Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10sep2020.

Event description:
The customer reported low minute ventilation alarms. There was no patient involvement.

Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The customer evaluated the ventilator and determined the issue was caused by user error as the alarm settings had been changed. There was no device malfunction and no parts were replaced. The issue was resolved by adjusting the alarm settings. There was no malfunction. The reported complaint occurred due to user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.